Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient was admitted for possible neuro issue because he kept passing out. All neuro tests were negative. Telemetry has documented dropped beats. Rep now thinks that the pacemaker contributed to the syncope. Caller has checked the device 3 times in the last few days and found no underlying rhythm on any of those checks. Some of the noise was greater than 8 mv. Rv sensitivity was changed to 10 mv and still dropping rvat was turned off on tuesday and the outputs were increased. Doo, uni pace and bi sense was programmed now. Telemetry appears to show intermittent loss of capture leading to 3 second pauses.